Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller port 1 connector was found loose from controller housing with the o-ring gasket displaced. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Note:  this controller was received with the old software version installed (no smr upgrade performed). Loose connectors are currently being investigated by the manufacturer with the supplier. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient in for routine clinic visit and during our visit he brought to my attention that he thought one side of the power connections was coming away from the controller and wiggling more than usual. I examined it and yes it separates from the controller. The patient needed the replacement controller at this clinic visit. The controller was replaced. There was no effect on the patient.